Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of this incident, it was determined that all stations interfaces were down. A technical support specialist (tss) dialed into the station and confirmed that a site down query delay was in place. The services were restarted, and a restart message was sent to carefusion coordination engine (cce). The customer reported that the delay gradually cleared, configuration was confirmed and the device was communicating properly, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations interfaces was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations interfaces was down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.